Manufacturer narrative:
Investigation result of stent detached. A visual analysis of the returned polaris¿ ultra ureteral stent found the bladder side of the pigtail was detached. It is possible that the way in which the device was handled and manipulated may have contributed to the failure encountered (stent detached). During manufacturing process the units are inspected in order to avoid the failure found, however, there is no control in how devices are handled in the field. The defect found is consistent with one caused when the device is pulled with excess of force, this may cause damage, deformities or device break. Most likely, when the package is still closed the defect noted may appear due to some aspect of shipping/ handling/ storage of the device. Therefore, the most probable root cause assigned is ¿handling damage¿. The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
A polaris¿ ultra ureteral stent was returned to boston scientific corporation, with the stent coil detached. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.